Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this lead had a pacing threshold of 3.5v at 1.0. Two days later, the results were the same and an x-ray showed the lead to be stable. An echocardiogram showed no perforation. The following day, the measurements were the same. The following day, the lead was repositioned with no issues. No adverse patient effects were reported. All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.